Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral incisional hernia. It was reported that after the implant, the patient experienced adhesions, bowel perforation, recurrence, abdominal pain, skin changes, enterotomies, serosal tears, and small bowel obstruction. Post-operative patient treatment included removal of mesh, admission to hospital, diagnostic laparoscopy, lysis of adhesions, small bowel resection with primary anastamosis, and hernia repair with sutures.